Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse called to report the passing of her husband. Caller stated that the cause of death was due to a heart attack and low blood glucose. Caller stated that the customer's blood glucose was 42mg/dl at the time of death. She also stated that the customer was wearing the insulin pump at the time of passing. Nothing further was reported.